Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported that white residue / white particles were found on the femoral head when it was opened. A different device was implanted into the patient.

Manufacturer narrative:
An event regarding packaging issue involving a metal head was reported. The event was confirmed. Device evaluation and results: a visual inspection of the returned device showed that the post which makes up part of the packaging used for the product was worn and debris from this wear was within the taper of the head. Medical records received and evaluation: there were no medical records received for review with a clinical consultant. No adverse consequences to patient were reported. Device history review: device history review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies complaint history review: a review of the complaint history database shows that there have been no similar reported events for the subject lot code. Conclusions: a review of the event and the provided image was performed by packaging support engineering. The event was confirmed as within the scope of CAPA. The CAPA concluded that the defect occurred due to high stresses endured during shipping/ handling and inadequate packaging design.

Event description:
The customer reported that white residue / white particles were found on the femoral head when it was opened. A different device was implanted into the patient.